Manufacturer narrative:
The vitamin d reagent lot number is 71891501 and the expiration date is 29-feb-2024. The vitamin b12 reagent lot number is 70733103 and the expiration date is 30-nov-2024. The calibration and qc recovery data provided from 30-jul-2023 was acceptable. The field service engineer (fse) found a broken mixer and replaced it. The fse also checked the probe voltages. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay and elecsys vitamin d assay results for 3 patient samples on a cobas e 411 immunoassay analyzer. Sample 1 had an initial b12 result of 1036 pg/ml and an initial vitamin d result of 99.50 ng/ml. An aliquot of the sample was repeated on another e411 analyzer and the b12 result was 505.10 pg/ml and the vitamin d result was 34 ng/ml. Sample 2 had an initial b12 result of 1215 pg/ml and an initial vitamin d result of 93.51 ng/ml. An aliquot of the sample was repeated on another e411 analyzer and the b12 result was 1064.00 pg/ml and the vitamin d result was 31.77 ng/ml. Sample 3 had an initial b12 result of 1104 pg/ml and an initial vitamin d result of 120 ng/ml with flag. An aliquot of the sample was repeated on another e411 analyzer and the b12 result was 741.90 pg/ml and the vitamin d result was 30.94 ng/ml. Clarification on whether sample 3 was initially run on 30-jul-2023 or 15-aug-2023 was requested but not provided.

Manufacturer narrative:
It was found that the customer allows patient samples to clot for 10 minutes prior to centrifuging them, which is too short. The alarm trace showed sample clot and reagent alarms. The field service engineer (fse) found a faulty measuring cell and replaced it and changed a pinch tube. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.